Event description:
Original device result = 447 mg/dl. Repeat on original device (back to back) = 334 mg/dl. Lab result = 257 mg/dl and another device result = 274 mg/dl. Controls were in range. No treatment was received. A request was made for product replacement and return product was sent.